Event description:
Reporter indicated that within a few hours of initiating stimulation, the patient's left arm began twitching. Stimulation was initiated approximately two weeks post-implant. The patient then developed a fever of 104 degrees f. The patient was taken to the emergency room where testing for infection was negative. The specifics of the testing are unknown. The patient's device was programmed to off at office visit on 6/18/2002. Within a few hours, the patient was doing fine again. Investigation to date has been unable to determine whether or not the event is related to the ncp system. Further follow-up with physician revealed that the patient's device was programmed to off per the request of the patient's family due to an increase in comatose-type seizures. Neither the arm twitching nor fever were reported to the patient's physician. Physician was not sure whether the increase in seizures was related to the vns. There have been no medication changes since vns implant. There are no plans to re-program the patient's device to on due to a disagreement between family members regarding the patient's care.